Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with off no power, and after changing the battery the pump received a failed battery test alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer did note any damage or corrosion to the battery compartment and battery cap contacts. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.